Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of the device not turning was not confirmed. However, during evaluation, it was determined that the foot end tip on the craniotome device was drilled out. It was determined that this was due to too much lateral force applied causing the cutter device to come into contact with the neuro tip. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the craniotome device did not turn. During service and evaluation, it was determined that the foot end tip on the device was drilled out. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.